Manufacturer narrative:
One sample was returned and investigated under (B)(4). The primary administration set was tested, no issues or anomalies were observed. Back flow testing showed the check valve is working correctly. The customer complaint was unable to be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
Material# 2426-0007 & batch# unknown. It was reported by customer that secondary infusion was attached to primary tubing and had infused too quickly. Verbatim: rcc received a complaint via email. 1. What was the date and time of the event? A. (B)(6) 2024 at 5:46am. 2. Was there patient harm or injury? 1. If so, kindly provide the details of what happened (patient symptoms and/or abnormal lab results). I. Nurse claims the secondary infusion infused too quicky. 2. What was the additional medical intervention provided to the patient? I. No additional medical intervention needed. 3. What was the patient's outcome? I. No harm to patient. 4. Please provide the patient's age, gender, weight, and admitting diagnosis: 3. What was the name of the medication/fluid that over infused? A. Cefepime (maxipme) in dextrose 5% 120ml premix. 1. Was this a "stat" medication or a routine order? I. Routine order. 2. What was the intended or ordered infusion rate? (Ml/hr.) I. 12.5ml/hr. 3. What was the intended volume to be infused (vtbi)? I. 50cc. 4. What was the total bag/bottle volume and concentration? I. 1000mg/50ml. 4. Are there any other infusions currently running at the time of the event? A. Lactaid ringers; tubing and bag being sent in with pcu and pump 12.5ml/hr 1. If so, please list the fluids/medication (name and rate of infusion): 5. How was the medication/fluid programmed into the pump? (Ex. Interoperability/barcode scanning, manually using drug library, or manually using basic infusion): a. Interoperability/barcode scanning. 6. How much volume was actually infused and in over what duration? (Ex. 100ml in 45 mins) a. 50cc infused in approximately 20 minutes when this should have been infused in a duration of 4 hours. 7. Did the event occur near or during staff change-of-shift? A. Occurred near shift changed. 8. Please provide the serial numbers of all the involved alaris devices: 1. Kindly specify the serial number of the pump module that was involved in the over infusion event: I. 8100 pump module sn: (B)(6). Ii. 8015 pcu sn: (B)(6). 9. What was the brand/manufacturer and model # of the tubing set? Bd carefusion. 10. Are the devices and tubing set/s available to be sent to bd for full investigation? If so, shipping label will be provided. A. Yes, pump module, pcu, and all tubing will be sent in for evaluation. 1. If unable to send the devices to bd, kindly state why: 2. Also, if the devices have already been returned, please provide that shipping # 11. Please provide the name and address of the facility for this reported event: additional information: product has been received in dchu xxxx on 24/jan/2025. Received one used 8100 pump module sn: (B)(6) wo: pending. Received one used 8015 pcu sn: (B)(6) wo: (B)(4). Received one used 2426-0007 administration set, lot number: unknown. Received one used 72213n secondary set, lot number: unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that secondary infusion was attached to primary tubing and had infused too quickly.